Event description:
Breast cancer in 2018 had a lumpectomy/partial mastectomy had biozorb placed. Have always had a lump and soreness or tenderness in the biozorb area that has continued to grow. Saw my surgeon in (B)(6) 2026 did a breast exam and discussed why I have a rather late lump that is very tender. He then told me about the biozorb issues. Had surgery on (B)(6) 2026 to remove was a fluid filled mass. Will be having another surgery in the fall as this breast has always been smaller but is significantly smaller now.